Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported purchased cvs health waterproof hyrdogel because it says they do not contain natural rubber latex on the box and he has a latex allergy. However, after a few hours he started having an allergic reaction to this product on the skin around the bandage on the arm (redness, rash, itching, hives). The customer removed the bandage and had antihistamine.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. Complaint sample was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined: unknown root cause as there was no trend on similar complaint. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.